Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. The patient had really large fibroids. The handpiece was opened, and it would not function at all. Another like device was opened and used to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has not received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-01098 and 2210968-2010-01100. The same patient was represented in each medwatch.